Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the provided picture identified a fractured needle fragment consistent with the reported event. An x-ray image was provided but not sent to radiology as sending image would not enhance the investigation. Operative notes were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The complaint was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure approximately three (3) months ago, one of the needles from the juggerstitch device broke off in the back of the patient's knee and was not noticed until a post-op x-ray was taken after pain was reported. Subsequently, the patient underwent an additional surgery on approximately three (3) weeks ago to remove the broken piece. Attempts have been made and no further information has been provided.